Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The event description revealed the reamer device to be the primary product. An investigation and a review of the DHR were not possible because the product was not available and the provided lot code incorrect (belongs to a s2 locking screw and not to the reamer). The root cause of the reported ¿unravelled metal¿ is unknown. Based on the event description the reamer got jammed within the bone, maybe due to hitting hard bone or a deformed guide wire. After this the surgeon removed the reamer and the spiral got unwinded. This can only be caused by turning the reamer in counter-clockwise direction; in combination with a jammed bixcut head the spiral material can be unwinded (user error). The IFU contains the warning that the reamer shall never be operated in counter-clockwise direction. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. Device was discarded.

Event description:
The customer reported that the reamer, which has a metal wrapped around, it unraveled near the top of the device. The surgeon reported that as she was working with the device it felt tight at the top and as she pulled it out of the bone, the metal started to unravel. Nothing fell off the reamer into the patient. Surgery was completed using another, larger stryker device. There were no delays to surgery or adverse consequences for the patient.

Event description:
The customer reported that the reamer, which has a metal wrapped around, it unraveled near the top of the device. The surgeon reported that as she was working with the device it felt tight at the top and as she pulled it out of the bone, the metal started to unravel. Nothing fell off the reamer into the patient. Surgery was completed using another, larger stryker device. There were no delays to surgery or adverse consequences for the patient.